Event description:
It was reported that this right atrial lead exhibited high pacing thresholds and loss of capture. Further evaluation of the lead was discussed. It was decided to further monitor the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead revealed that setscrew marks were in the wrong location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis concluded that insufficient insertion depth into header was the root cause of the observed clinical observations.

Event description:
It was reported that this right atrial lead exhibited high pacing thresholds and loss of capture. Further evaluation of the lead was discussed. It was decided to further monitor the patient. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.